Event description:
It was reported that the patient with this right ventricular (rv) lead had possible infection. The patient states that there was a rash around the area and might be a possible allergy. The clinician is considering revising device because it protrudes up through skin and the patient is very thin. There were no additional adverse patient effects reported. The rv lead remains in service.